Event description:
The user received falsely low ise results for several patient samples. Of the data provided, the results for 12 samples were discrepant. All results are in mmol/l. Repeat testing was performed on (B) (6) 2010. Sample 1 initial sodium result was 120, repeat result was 139; initial potassium result was 4.0, repeat result was 4.7. Sample 2 initial sodium result was 123, repeat result was 141; initial potassium result was 3.7, repeat result was 4.4. Sample 3 initial sodium result was 121, repeat result was 140; initial potassium result was 3.4, repeat result was 4.1. Sample 4 initial sodium result was 121, repeat result was 139; initial potassium result was 3.2, repeat result was 3.9. Sample 5 initial potassium result was 3.2, repeat result was 4.0. Sample 6 initial potassium result was 3.9, repeat result was 4.5. Sample 7 initial sodium result was 120, repeat result was 138; initial potassium result was 3.8, repeat result was 4.5. Sample 8 initial sodium result was 121, repeat result was 140; initial potassium result was 3.8, repeat result was 4.5. Sample 9 initial sodium result was 124, repeat result was 143; initial potassium result was 3.4, repeat result was 4.0. Sample 10 initial sodium result was 125, repeat result was 143; initial potassium result was 4.0, repeat result was 4.7. The following samples were repeated on (B) (6) 2010. Sample 11 initial sodium result was 122, repeat result was 140; initial potassium result was 3.3, repeat result was 3.9. Sample 12 initial potassium result was 3.2, repeat result was 3.8. The initial results had been reported and correct results were sent out. No patients were treated based on the erroneous results. The lot numbers of the sodium and potassium electrodes were not provided. The field service representative determined there were usm errors and replaced the usm. To verify the analyzer operation, the user performed qc with all results meeting specifications.